Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Initial reporters address 1 and address 2 is (B)(6); reported here as the initial reporters address 1 and address 2 exceeded the character limit for the designated field.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon exhibited a significant leak during use, preventing it from maintaining inflation pressure. As a result, the procedure could not be completed. The exact anatomy location and type of procedure when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.